Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl device, indicating that the general system test of the device failed during operation check on the safe-test paper. There was reportedly no patient involvement. The rse determined that the mainboard needed replacement and provided a quote to the customer, but the customer has not provided a response yet. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Although the rse provided a quote for the replacement of the motherboard, the customer has not accepted it yet. Based on the investigation, no further action is required at this time, but if additional information is received, the complaint file will be reopened.